Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with wound dehiscence associated with a pocket infection. The pacemaker implant site incision had opened, exposing the pacemaker. The physician explanted the pacemaker along with the right ventricular and right atrial leads. A leadless pacemaker was subsequently implanted. The patient was recovering post-procedure.